Manufacturer narrative:
Investigation conclusion: the report stated the patient was sitting quietly in the chair when the foley spontaneously separated from the drainage bag. As reported, it slid apart from under the intact green wrap and completely fell apart. The foley was removed and another foley was not placed. There was no patient injury/harm reported. One (1) decontaminated drainage bag with date code 260-0d62 was received for evaluation. Visual inspection of the returned product confirmed the report catheter detachment/disconnection. Per date code printed on the received sample, the potential corresponding product and lot number are p4p16ts and 2025207764, respectively. A device history record (DHR) review of the potential product information obtained per returned sample did not identify any abnormal process conditions present during the manufacturing of the product that could have led to the confirmed product issue. The DHR review identified all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A historical complaint review performed identified a trend of catheter detachment and an investigation is currently underway. This complaint will be included within the investigation and used in future for tracking and trending purposes.

Manufacturer narrative:
The product ID and lot number were not provided. As a result, the UDI could not be identified. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a (B)(6) year old male had cardiac surgery on (B)(6) 2021 and had a foley catheter inserted on the same day. On (B)(6) 2021 a spontaneous separation occurred @1000. The patient was sitting in the chair when the foley spontaneously separated from the drainage bag. It slid apart from under the intact green wrap and completely fell apart. Since the connection was broken the foley was removed and left out.